Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4), (B)(4), product type: recharger. Analysis of the (desktop charger) (B)(4) found that the connector pin was broken.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the desktop charger connector pin was broken off and is still inside the ins recharger port. The patient reported that they can¿t charger ins because of the broken pin and have lost stimulation. The reported that they have a return of the target back pain due to the loss of stimulation. It was reported that the patient later removed the pin from the port. A replacement desktop charger was requested and the patient confirmed that they have received it. No patient complications have been reported because of this event